Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was 'high' on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg.